Event description:
Patient reported left side deflation and a implant removal from textured to smooth due to the concerns of the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ deflation: observed opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ observed creases on the device. ¿ black mold observed in the surface of the shell. ¿ white calcification observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation and a implant removal from textured to smooth due to the concerns of the product. Device remains implanted.